Event description:
The account alleged the side rail will not raise and latch. No patient impact.

Manufacturer narrative:
The technician found the nut and bolt on the side rail is not connected to the side rail. The technician reconnected the side rail nut and bolt to resolve the issue.